Event description:
The customer called about an error message that she had received. While troubleshooting, she performed control tests and received a result of 24 mg/dl. The normal control range was 90-124 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.